Event description:
The customer reported a malfunction alarm, identified as malf 12, which had occurred multiple times without leading to any notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer will continue to use current pump for insulin therapy.